Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for item number h965104151 for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2015 navilyst medical complaint report was reviewed for the exodus drainage catheter product family and the failure mode "catheter kinked/buckled." No adverse trend was identified. This is the only reported complaint for this failure mode in the past 15 months for the exodus drainage catheter product family. The customer's reported complaint of catheter tubing being kinked was confirmed via x-ray images provided, however, no product was returned for evaluation. Drainage catheter are manufactured for navilyst medical from the supplier (B)(4). A supplier corrective action request (scar) was sent to (B)(4) for a review of the supplier lot records. Per their response, (B)(4) could not determine the root cause for this complaint since no device was returned for investigation. (B)(4) performed a device history records (DHR) review for the lot number supplied. The DHR investigation revealed no deviation of the device specifications. All records demonstrate the device was manufactured in accordance with the device master records. (B)(4).

Event description:
As per report, nephrostomy drainage catheter was removed from a patient because of buckling/kinking within the body. X-ray images were provided to navilyst medical. The technician also stated that the pigtail "never seemed to form correctly". The catheter was replaced and discarded at the hospital. The patient condition was unaffected by this event.